Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the patient line of a homechoice cassette and the transfer set. This was observed during use of the devices for peritoneal dialysis therapy. This was further described as ¿underflow was confirmed to be leaking at the connection between the cassette (patient connection line) and conduit during a total of 5 sessions; while connecting the cassette (patient connection line) to the body conduit, there was a feeling that the cassette was futile at first, so it was tightened again¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer postal code: 738750. Should additional relevant information become available, a supplemental report will be submitted.